Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Animas received additional information regarding this complaint. The reporter stated that the pump sometimes would not show the past insulin doses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated when reviewing the pump history, a 10am bolus was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a bolus was performed on (B)(6) 2015 at 10:43. During investigation, a 10 unit audio bolus and a 10 unit normal bolus were performed; both were accurately recorded in the bolus history. The pump was exercised for 24 hours on a 1 unit/hour basal rate and 24 units were delivered and had recorded in the total daily dose. The reported ¿missing bolus records¿ was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked on the side, extending from the case seal towards the threads. (B)(4).